Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be on safety mode. Technical services (ts) was consulted and recommended device replacement. This device remains in service. No adverse patient effects were reported.